Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the information was confirmed with patient's physician. He stated the size of the ins felt ¿heavy¿ on his body and he didn¿t want it any longer. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the ins was explanted. The rep reported that the patient stated he wanted explant because the battery was uncomfortable on his abdomen. The rep reported that the patient¿s wife stated he had memory problems and had not been using the device for the last year. The rep reported that they attempted reprogramming however the patient just wanted to explant the device. The issue was resolved. No further complications were reported.